Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient hospitalization for diabetic ketoacidosis. However, there is no documentation of a causal relationship between the liberty select cycler and the adverse event. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient required a cycler replacement at which time she was instructed to retain her iq drive and notify the pdrn about the replacement. She was told the cycler would come with default settings. The patient began using the replacement with the default settings due to losing the iq drive and not notifying the pdrn in order to enter her pd prescription. This resulted in excess fluid in the patient¿s abdomen leading to dka. The liberty select cycler user¿s guide instructs the patient that before starting the first treatment they must enter their own prescribed treatment settings if they have not been programmed with the iq drive. Based on the available information and no evidence or allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s diabetic ketoacidosis with hospitalization. The patient¿s error in ignoring the instructions form the fresenius technical support personnel, the liberty select cycler user¿s guide, and the patient¿s own education by the pdrn are the cause of the adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient overfilled due to the cycler's wrong settings, causing her to be admitted to the intensive care unit (ICU) for 4 days in july. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had not been feeling well and her sugars were not reading on her machine. The patient has type ii diabetes mellitus. The patient went to the hospital on (B)(6) 2024 and was admitted to the ICU with a diagnosis of diabetic ketoacidosis (dka). The patient continued to complete continuous cycling peritoneal dialysis (ccpd) during the hospitalization. No additional information pertaining to the hospitalization was provided. The patient was discharged on (B)(6) 2024. Prior to the hospitalization, the patient was issued a replacement liberty select cycler due to a balloon valve leak which occurred on (B)(6) 2024. The patient was instructed by technical support to retain her iq drive, and that the cycler would arrive with default settings. Additionally, technical support instructed the patient to notify the pdrn of the replacement cycler. The pdrn stated that the patient never notified the on-call nurse of the call to technical support or the replacement cycler. The patient had been previously educated that the nurse can help enter the proper settings for the patient¿s pd prescription into the new cycler. Furthermore, the patient had been instructed that her iq drive contains the pd prescription and can be used with the cycler to enter the information for treatment. However, the patient did not enter her prescription into the new cycler once received and began utilizing the device with the default settings that are programmed into the cycler. (Replacement cycler eta was (B)(6) 2024 but that was not confirmed as the delivery date) the default setting had a last fill (volume unknown) which the patient was not aware of and therefore resulted in the patient retaining excess fluid in her abdomen. The pdrn stated that they asked the patient why the iq drive was not being used and the patient reported that she could not find it. The pdrn stated the patient went through a two-month period where she was very forgetful which encompassed the same time frame as this event. The patient has since fully recovered and continues to complete ccpd.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient overfilled due to the cycler's wrong settings, causing her to be admitted to the intensive care unit (ICU) for 4 days in july. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had not been feeling well and her sugars were not reading on her machine. The patient has type ii diabetes mellitus. The patient went to the hospital on (B)(6) 2024 and was admitted to the ICU with a diagnosis of diabetic ketoacidosis (dka). The patient continued to complete continuous cycling peritoneal dialysis (ccpd) during the hospitalization. No additional information pertaining to the hospitalization was provided. The patient was discharged on (B)(6) 2024. Prior to the hospitalization, the patient was issued a replacement liberty select cycler due to a balloon valve leak which occurred on (B)(6) 2024. The patient was instructed by technical support to retain her iq drive, and that the cycler would arrive with default settings. Additionally, technical support instructed the patient to notify the pdrn of the replacement cycler. The pdrn stated that the patient never notified the on-call nurse of the call to technical support or the replacement cycler. The patient had been previously educated that the nurse can help enter the proper settings for the patient¿s pd prescription into the new cycler. Furthermore, the patient had been instructed that her iq drive contains the pd prescription and can be used with the cycler to enter the information for treatment. However, the patient did not enter her prescription into the new cycler once received and began utilizing the device with the default settings that are programmed into the cycler. (Replacement cycler eta was (B)(6) 2024 but that was not confirmed as the delivery date) the default setting had a last fill (volume unknown) which the patient was not aware of and therefore resulted in the patient retaining excess fluid in her abdomen. The pdrn stated that they asked the patient why the iq drive was not being used and the patient reported that she could not find it. The pdrn stated the patient went through a two-month period where she was very forgetful which encompassed the same time frame as this event. The patient has since fully recovered and continues to complete ccpd.